Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm intermittently occurred during basal insulin delivery with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was approximately 200 mg/dl.